Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing. The patient was seen in clinic and voluntary arm movement did not produce any oversensing. Technical services (ts) was consulted for programming recommendations. Ts advised there have been no non-sustained ventricular tachycardia (nsvt) episodes, suggestive that t-wave oversensing has not been successive. It was also noted the intrinsic amplitude variability ranging from 0.6mv (millivolts) to 1.0mv may also offer suggestion to the occasionally small signals oversensed. Ts provided troubleshooting and programming recommendations. At this time, the device remains in service. No adverse patient effects were reported.